Event description:
It was reported by the customer that the device had a blank display. The reported problem is indicative of a device lock-up. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure was not determined.